Manufacturer narrative:
Methods, results and conclusions: an engineering investigation was performed on a retain sample from the product lot. Ir analysis showed that there were no unusual or missing peaks when compared to a control lot, indicating product was of intended composition. 3m espe vanish (B)(4) white varnish has been thoroughly evaluated for biocompatiability and found to be safe for its intended use. In addition, the global clinical complaint history for this product is favorable, with a low level of total complaints and no observable trends in the types of complaints received. There have been no other reported complaints and no observable trends in the types of complaints received. There have been no other reported complaints similar to the current complaint.

Event description:
A (B)(6) year old patient was under general anesthesia with eyes taped shut for an amalgam-restoration procedure. 3m espe vanish (B)(4) white varnish was applied to the patient's teeth after the restoration procedure. In recovery, it was reported that the patient developed eye-swelling; eyes were flushed with water. Upon dental office follow-up the next day ((B)(6) 2011) with the patient's family, it was reported that the patient could not open one eye. Dental office spoke with the patient's family again 2 days later (B)(6) 2011), and it was reported that the patient's condition had not improved; dental office recommended patient see a pediatric ophthalmologist. Numerous attempts were made by the dental office to check on patient status since their last contact on (B)(6) 2011; no response from the patient's family has been received. Dental office noted they will no longer attempt to contact the patient's family since they have not responded to their numerous attempts to reach them; dental office is assuming the patient is fine. Current status of the patient remains unknown.